Event description:
The surgeon reported that the scissor broke while cutting the capsular bag. There was no impact to the pt.

Manufacturer narrative:
The scissor had damage that is indicative of mishandling and poor maintenance.